Event description:
Attorney alleges pt presented for "re-insertion" of scs generator (which is assumed to mean replacement of reporting manufacturer stimulator with competitor stimulator). The surgery also involved replacement of the leads (presumably replacement of reporting MFR leads with competitor leads). The attorney alleges the surgery was performed and caused quadriplegia to the pt. The devices were removed but not returned to the MFR for analysis.